Event description:
During anastomosis portion of low anterior colon resection, the 33mm endoscopic curved intraluminal stapler was inserted, opened fully to expose the orange band. The anvil portion was jointed to lower end of unit with an audible click. The instrument was closed until white line in clear window was in green zone. Safety removed, physician squeezed handle. No audible sound, no indication of instrument fired or cut. Attempts to close or refire unsuccessful. Anastomosis ends had to be resutured and surgically prepared for second attempt with new instrument. Add'l forty-five minutes added to procedure. Second attempt made with rep on phone. No identifiable changes made in firing technique. Second attempt successful. Audible closure sound.